Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to have a damaged downstream occlusion seal and a scratched lens. Visual inspection confirmed the downstream occlusion (dso) seal was damaged. However, during functional test found the downstream occlusion sensor is intermittent. The cause of the issue was revealed to the damaged dso. To address the issue the dso seal, lens, and dso sensor were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and the complaint was related to previous service of the device., corrected data: health effects - clinical signs and symptoms or conditions corrected . Health effects - health impact corrected.

Event description:
It was reported, that the down stream occlusion seal damage. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.